Event description:
Customer alleged experiencing dry irritated eyes while working around the sterrad. Further follow-up indicated the customer sought medical intervention and was prescribed an antibiotic ointment and eye drops. She stated the ophthalmologist diagnosed and infection to be bacterial related. The customer experienced blurry, irritated eyes with pus. She stated the symptoms are dissipating each day. Her health service provider suggested that she discontinue wearing contacts during work; she followed the advice. The customer stated that the infection and inflammation occurred just before the reported event date 2009.

Manufacturer narrative:
Human reaction - capital equipment, unit evaluated at the facility. The fse verified, there was no oil mist present. Performed leak back test and verified temperatures. Performed applicable technical bulletin. Fse ran a full load per customer. Verified that smells were not present and that the unit meets specifications.